Manufacturer narrative:
Device received for this event is being corrected from healdesign ev (s) ø4.0 4.5mm catalog # 68013007 to primetaper ev ø3.6 x 11mm os catalog # 68011092. This is a follow up report for this corrected information. Correcting UDI # from (B)(4) to (B)(4). This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported, removing codes for: health effect, clinical code, 4582. Health effect, impact code, 2199. Medical device problem code, 1384. Investigation findings code - 3221. The correct codes for this complaint are: health effect, clinical code, 1924 and 1930. Health effect, impact code, 4621. Medical device problem code, 1863. Investigation findings code, 3243. This is a follow up report to correct these/this code(s).

Event description:
Customer reported a prosthetic issue with the healing abutment.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.